Manufacturer narrative:
Evaluation results: complaint was confirmed for "invalid impedance." Visual inspection of one of the lead segments revealed a kink with all wires broken at approximately 12 cm from the stimulation end of one of the lead tails (channels 1-8). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's scs ipg replacement procedure (reference MFR report: 1627487-2012-11695), intra-operative testing showed invalid impedance values for the scs lead. Subsequently, the scs lead was replaced which resolved the issue. Additionally, the procedure was extended over an hour.